Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer loaded a new cartridge with approximately 200 units of insulin, and received an accurate fill estimate. Reportedly, the customer's blood glucose (bg) level was 400 mg/dl with trace ketones at the time of the occurrence. To address the bg level, the customer administered manual injection.